Event description:
The facility reported the transfer set was "difficult to open and close" and that there was a "small amount of fluid leaking through the set when the minicap was not in place". This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.